Manufacturer narrative:
On august 13 2020, patient called and notified mentor that she wont have the surgery with mentor, so she cancelled the procedure. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a mentor memorygel 350cc silicone prosthesis experienced left sided rupture and pain post procedure. Mrl examination was performed and rupture was diagnosed. As a result, patient scheduled for bilateral replacement with mentor gel prosthesis on (B)(6) 2020.